Event description:
It was reported that beeping tones were noted from this subcutaneous implantable cardiac defibrillator (s-ICD) and the patient was admitted to hospital. Upon interrogation of this s-ICD, a battery depletion (bd) code was declared. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. The s-ICD was subsequently explanted and replaced to resolve the event and the patient was stable with no additional adverse effects reported. This device was discarded and will not be returned for analysis.

Event description:
It was reported that beeping tones were noted from this subcutaneous implantable cardiac defibrillator (s-ICD) and the patient was admitted to hospital. Upon interrogation of this s-ICD, a battery depletion (bd) code was declared. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, the s-ICD remains implanted and in-service. The patient was stable with no additional adverse effects reported.